Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface implant did not fit in the tibial implant. Another device was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
A visual review of the returned device was performed. The dovetail feature on the articular surface was both flared out on the medial side and compressed on the lateral side. Gouges can also be seen on the posterior surface anterior to the dovetail feature. The compressed side of the dovetail indicates that the device was incorrectly inserted onto the tibial plate. The device history records for the articular surface were reviewed and identified no deviations or anomalies. This device is used for treatment a complaint history search found no other complaints for the part/lot combination. It was noted the surgeon attempted to insert the articular surface several times onto the tibial plate. The zimmer surgical technique states, "insert an articular surface only once. Never reinsert the same articular surface onto a tibial base plate." It is likely that the surgeon compressed the dovetail on the first try; subsequently the device would no longer seat on the tibial plate. As a compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument; it is therefore likely that the problems encountered are related to surgical technique.